Event description:
Home patient (hp) reports patient extension line became disconnected from homechoice set during initial drain of apd treatment. Hp reports baxter technician assisted pt in ending treatment and restarting with new supplies. No pt injury or medical intervention required per hp.